Event description:
During implantation, the physician failed to connect the lead. After inserting leads, the physician failed to engage the screwdriver in the hexagonal cavity. For safety patient reasons, the physician implanted another pacemaker.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During implantation, the physician failed to connect the lead. After inserting leads, the physician failed to engage the screwdriver in the hexagonal cavity. For safety patient reasons, the physician implanted another pacemaker.